Event description:
During a typical atrial flutter ablation procedure, a steam pop occurred and the physician anticipated a possible perforation due to significant decrease in blood pressure. A perforation was then diagnosed via echocardiogram near the mouth of the coronary sinus. The procedure was stopped and the patient was stabilized by conducting a pericardiocentesis. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a typical atrial flutter ablation procedure, a steam pop occurred and the physician anticipated a possible perforation due to significant decrease in blood pressure. A perforation was then diagnosed via echocardiogram near the mouth of the coronary sinus. The procedure was stopped and the patient was stabilized by conducting a pericardiocentesis. There were no performance issues with the abbott device.